Manufacturer narrative:
Investigation summary: customer complaint of "dose port not having any responses" was confirmed through functional testing per pvt (performance verification testing). Replaced remote dose port. Upon further investigation found rear housing damaged. Replaced rear housing. Found air detector damaged. Replaced air detector. Found dso (downstream occlusion) seal delaminating. Replaced dso seal. Found uso (upstream occlusion) seal separating from chassis. Replaced uso seal. Calibrated dso. Performed pvt, unit passed all testing criteria. Updated software. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the dose port was not having any responses. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: found dso (downstream occlusion) seal delaminating.